Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was replaced due to malfunction. An air bubble was discovered inside the pump. A new pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.